Manufacturer narrative:
The prescriber lowers the crossframe of the wheelchair. A loud creaking sound is heard. It is found that a plastic detail is cracked in the crossframe. The spirea 4ng is the same /similar as the myon products which are manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in (B)(6).

Event description:
The prescriber lowers the crossframe of the wheelchair. A loud creaking sound is heard. It is found that a plastic detail is cracked in the crossframe. The spirea 4ng is the same /similar as the myon products which are manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in (B)(6).